Event description:
The event involved a transpac¿ it monitoring kit, 60" pressure tubing, 3ml flush device, un-bonded macrodrip where the reporter stated that the art line which came from the operating room (or), continued having high pressure alarms and occlusion alerts regardless of troubleshooting. Patient waveform also dampened. 50 ml syringe, 3 ml/hr, no other discernable line issues, flushed and drew blood well. The dressing changed with little to no improvement. Transducer changed and problem resolved. The event occurred during in use for patient infusion. Thus, there was patient involvement, unknown human harm and unknown delay in therapy reported.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
Investigation summary: the reported sample of one (1) used and partial list #42801-03, transpac¿ it monitoring kit was returned for evaluation. The reported complaint of increasing pressure alarms was confirmed. No visual anomalies were observed. When the transpac was electrically tested, and a wave form was able to be zeroed with the waveform visible on the monitor. The transpac it set was tested for continuous flow rate, when the pull flush is in an inactivated state, the sample failed to meet specification requirements. The dfu specifies that a 30 ml transpac it set must be used with a pump. The 3 ml set is not intended for use with infusion pumps. The probable cause of the increased pressure alarm had occurred due to the use of a 3 ml transpac it set in a pump application, contrary to its intended use. A device history lot # review could not be conducted because no lot number(s) was/were identified.